Event description:
The pt underwent a laparoscopic completion proctectomy with ileoanal pouch anastomosis and diverting ileostomy. The event in question occurred when the pouch was being created. Two loops of small bowel were alleged and then through a common enterotomy several firing of a gia 80mm blue load stapler were used to create a common channel. The first staple load fired appropriately. A reload was placed and positioned. The two arms of the stapler lined up and the surgeon was able to easily close the device. However, after the firing the stapler, it was noticed that while there were 2 layers of staples, the blade had not cut in between the staple rows as it is supposed to. The surgeon attempted to cut in between the staple rows, but noticed that the mucosa was pulling away and the staples were coming undone. The surgeon oversewed the entire section from the inside and outside of the pouch will sutures to reinforce the staple line. The pouch was completed with a brand new stapler.